Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) femoral loosening, which damaged the bond of the implant to the bone. Corrected component and catalog/serial information.

Event description:
Index surgery: (B)(6) 2013. Revision of left knee components due to femoral loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of left knee components due to femoral loosening.